Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted stryker to report that on/off shock button on their device is not working. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. On receipt at heartsine the device was unable to be powered on via the on/off button. Additionally, the shock button was not functioning during saver evo testing. This was attributed to corrosion within the membrane panel, on the on/off button and shock button contact pads on the membrane pcb. This had resulted in the buttons failing to make contact with the membrane pcb, therefore the buttons being unable to function, as per the reported fault. The fault could not be replicated after the corrosion was cleared. The corrosion on the on/off button and shock button contact pads, would suggest that the device had been stored outside the indicated conditions; however, this could not be verified by other means i.e. No corrosion observed on the screws or usb contact collars. Heartsine records indicate the device had performed to specification throughout sam 350p final unit test, (B)(4) on the 7th january 2019, indicating no fault with the on/off and shock button functionality at this time. The customer's device shall be scrapped and replaced with a new device.

Event description:
The customer contacted stryker to report that on/off shock button on their device is not working. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.